Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #13 was removed due to bone loss. Implant started to undergo bone loss and recession on the buccal.